Event description:
Information was received that the right side nail broke while the patient was walking. The patient visited the hospital presenting with pain and was unable to walk. The nail has been explanted.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Additional information was received that the patient presented with non-union of the osteotomy and lengthening site and severe muscle atrophy.

Manufacturer narrative:
The unit was not returned to nuvasive for investigation. During evaluation of the provided x-ray images it was noted that the housing tube has broken at the middle of the unit. Based on provided x-rays the reported failure mode was confirmed. The unit¿s work order was reviewed and confirmed that the device passed all inspections per the acceptance tests. The manufacturing x-ray analysis did not reveal any anomalies. The inspection data for the lot of housing tube was reviewed and confirmed that the part met design specifications per the engineering drawings. It is not likely the breakage was related to any manufacturing processes or material issues. Although the exact root cause of the confirmed failure mode could not be determined due to no device return, based on the provided information it is possible/probable that the nail broke due to the stress generated from weight bearing activities. Device labeling: per the precice instructions for use, ¿the precice nail cannot withstand the stresses of full weight bearing or fatigue failure. Patients should utilize external support, and/or restrict activities as directed by the physician until consolidation occurs¿.

Event description:
No additional information has been provided.